Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and the color cable was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display showed colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.